Manufacturer narrative:
At this time, no product return is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. High thresholds and phrenic stimulation were observed. A revision procedure was performed and this lv lead was explanted. No additional adverse patient effects were reported.